Manufacturer narrative:
Product analysis: the distal tip was damaged. The 1st seven proximal stent segments were intact. The remaining stent segments were severely stretched and deformed. Crimp impressions were visible on the exposed surface of the balloon. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. The target lesion in the lcx was a diffuse and severely calcified lesion with 85% stenosis. The lesion was pre-dilated twice with 20% stenosis remaining. It was reported that the endeavor resolute device failed to cross the target lesion after several attempts and the stent was noted to be deformed and was removed from the patient. The physician dilated the lesion again and implanted another device to complete the procedure. The physician alleged that the event was related to the calcification and tortuosity. No patient injury reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.